Manufacturer narrative:
The customer's reported complaint that the autopulse platform (sn (B)(6)) malfunctioned during the patient call was confirmed during the archive data review, but not during the functional testing. The returned platform passed the functional testing and performed as intended. The cause of the reported complaint, based on the archive data review, was the user advisory (ua) 17 (max motor on time exceeded during active operation) error message, likely due to the patient's chest stiffness. The customer's complaint of a missing screw on the front enclosure was confirmed during the visual inspection. This issue could have resulted from an over-torqued screw fitting or harsh impacts, such as a drop. The front enclosure was replaced to remedy the issue. The customer reported a complaint of fluid resembling vegetable oil leaking near the band/cam area. However, during the service evaluation, no fluid seepage was observed. The customer's referenced fluid was the sealant grease applied to the channel shoulder screws, which helps prevent moisture or fluid ingress. In addition, during the visual inspection, a missing battery latch and a broken screw well on the front and bottom enclosures were noted. The observed physical damage was unrelated to the reported complaint and was likely due to user mishandling. The front and bottom enclosures, along with the battery latch, were replaced to address the issue. The archive data review shows that the platform stopped compression multiple times due to the user advisory (ua) 17 error message on the reported event date, thus confirming the customer's complaint. The user advisory (ua) 17 errors observed in the archive indicate that the autopulse platform did not reach the target depth within the specification. The take-up target and the encoder take-up end values indicate that the patient's chest is very stiff to compress. The autopulse platform passed the initial functional testing without any fault or error. No device malfunction was observed, and the autopulse platform functioned as intended. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good, known test batteries, without any faults or errors. The autopulse platform passed final testing without any faults or errors.

Event description:
During use on a 70-year-old male patient, the autopulse platform (sn (B)(6)) malfunctioned. In addition, the crew reported the loss of a screw and washer, along with fluid that appeared similar to vegetable oil, leaking near the band/cam area. Manual chest compressions were initiated immediately, and the patient was transported to the hospital. No patient injury was reported as a result of this event.